Event description:
It was reported that the distal end of a medtronic sataloff suction tube snapped during surgery. There was no report of patient impact or injury as a result of this event.

Manufacturer narrative:
(B)(4): method: no testing methods performed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.